Event description:
It was reported that the ilet pump was dropped, resulting in a cracked and unusable touchscreen on the device, after which the user experienced difficulty operating the pump and the device issued a high glucose alert with a reported glucose of 300 mg/dl; the affected component was the touchscreen and the device problem was a fracture. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with mechanical damage to the touchscreen, aligning with a fractured component classification. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.